Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported on mw5091693 received from the FDA: peripheral IV cannulated and upon hooking up fluids, bloody fluid noted at base of plastic catheter. A hole was noted in the catheter.